Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 11 th of august 2015 for further investigation. During the investigation the fse replaced both turntable sensors because the turntable would not home. Also, the fse replaced a damaged level sense lead wire assembly and the bent nozzle. Fse checked all pipetting positions using the "compound action" diagnostic and all positions were good. Daily checks were performed with no errors. A quality control run was performed and all results were within range and without any errors. Instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found no other complaint with similar event. The most probable cause for this event is failure of sensor s102. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported that the sample needle is bent. Customer requested service in order to address the reported issue which resulted in delay reporting of results for ckmb and bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.